Event description:
It was reported, stryker distal right femur plate broke midshaft at non locking hole. Doctor revised with larger plate.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.